Event description:
Ams mesh product implanted with results of left side pain and procedure being unsuccessful. Another surgery is needed for cystocele and I was recently informed that left side pain can not be repaired. I have had pain since first post surgery exam and was told that is where attachment took place and should settle down in time. It has not. Sex is quite painful and I was hoping new required surgery would address this issue. Doctor recently informed me that new procedure can not fix the pain but will fix the cystocele. Not acceptable. Diagnosis: cystocele, rectocele.